Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "significant hardening and distortion in the implants over time", "grade 3 capsular contractures with evidence of significant eggshell appearance", "significant hardening" "a 60 to 70% chance they are ruptured". Device has been explanted, discarded, and replaced.